Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter phone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, several months after the initial surgery the patient experience an infection on the left maxilla. The patient received that implants on (B)(6) 2020. On (B)(6) 2021 the peek implant and the left side of the plate were removed. The removal procedure was completed successfully. Due to the infection the patient is scheduled for a revision surgery which will include a new bone graft, a new plate and new peek implant. This report involves one (1) trumatch cmf - screw kit. This is report 2 of 8 for (B)(4). This product complaint, (B)(4), is related to (B)(4).